Event description:
Oral lesion in left hard palate. Diagnosis of squamous cell carcinoma, invasive. I've established care at (B)(6) where I will go through a reconstruction of my mouth during the first week of (B)(6) 2021. This may be life altering as I know it. I have been using nightly a philips CPAP device since (B)(6) 2017. Recently notified of an urgent recall of my philips CPAP device. In their report they mention side effects of carcinogenic. FDA safety report ID # (B)(4).